Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx left atrial appendage closure device with delivery system was lost; therefore, returned device analysis could not be completed. Media review: despite multiple attempts, procedural angiographic media was not provided to assist in the investigation. Device history record review a review was completed of the device history records (DHR) for the watchman flx left atrial appendage closure device with delivery system, part # m635ws50270 batch # 0037884602. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review/; there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx left atrial appendage closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (additional device required, intensive care). Risk review: a risk review was completed and confirmed that the event of implant embolization was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A few days post procedure the closure device embolized out of the laa of the patient. The physician successfully retrieved and removed the closure device from the patient. The patient is currently recovering from this event in intensive care. There were no other complications that were reported to have occurred as a result of this event.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A few days post procedure the closure device embolized out of the laa of the patient. The physician successfully retrieved and removed the closure device from the patient. The patient is currently recovering from this event in intensive care. There were no other complications that were reported to have occurred as a result of this event.